Manufacturer narrative:
Unit received with e52 alarm loop during power up, problem isolated to mother board. Unable to perform operating currents, self-test, a21 error, displacement, rewind, basic occlusion, occlusion, prime/a33 and excessive no delivery tests or verify no delivery alarm due to e52 alarm. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had no delivery alarm. Customer blood glucose level was unknown at the time of incident. The device will be returned for analysis.